Manufacturer narrative:
(B)(4). Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Pump received with cracked case at the display window corners, cracked lcd window, broken battery tube threads and cracked reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm occurred. Customer reported that the drive support cap was normal. Customer reported that the insulin pump not exposed to moisture. Customer able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.